Event description:
The patient underwent endovascular repair of aaa with the ovation prime abdominal stent graft system on (B)(6) 2013. On (B)(4) 2013, trivascular was notified that the patient returned for a 6 month routine follow-up visit and presented with an aortic body occlusion on (B)(6) 2013. A re-intervention, including thrombolysis, a fem-fem crossover and a thrombectomy, was successfully completed on the same day.